Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. Evaluation summary: analysis of the returned product noted blood visible on the balloon and shaft. There was contrast in the inflation lumen and balloon and on the shaft. This is consistent with preparation and use of the product in the patient anatomy. There was a kink in the distal shaft 13 cm proximal to the proximal balloon seal. The guide wire used during the procedure was not returned which may have aided in the investigation. A new .014 inch guide wire with an outer diameter of .010 inch just proximal to the coils was used to backload and frontload through the guide wire lumen. There was no resistance met. With the guide wire inserted through the guide wire lumen, and the tip of the mini trek located just proximal to the coils of the guide wire, a new indeflator, filled with water was used to pressurize the catheter to the rated burst pressure (rbp) of 14 atm. When the balloon was inflated the inner member collapsed. The guide wire was frozen in the catheter. At neutral pressure and at negative pressure, there was still strong resistance moving the wire, although it could be removed from the catheter. An attempt was made to re-advance the guide wire through the guide wire lumen, but there was strong resistance where the distal shaft had collapsed and the guide wire could not be back loaded or front loaded completely through the guide wire lumen. Inner member collapse can occur if a guide wire is not inserted into the guide wire lumen during inflation or during preparation for use; however, as the guide wire was noted to be inserted in the guide wire lumen of the mini trek, a conclusive cause could not be determined. It was reported the otw mini trek was inflated to 16atm, which is above the rated burst pressure (rbp) of 14 atm. It should be noted the mini trek instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. It is possible the over inflation may have contributed to the inner member collapse; however this could not be confirmed. A conclusive cause for the noted inner member collapse could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for collapsed shaft for this lot. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. All products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that the mini trek worked fine in the target lesion in the heavily calcified mid left circumflex when it was inflated to 16 atmospheres; however, during removal of the device, the mini trek became stuck on the prowater guide wire. The physician inserted another balloon past the mini trek that was stuck in an attempt to trap the guide wire and keep it in place while removing the mini trek. The entire mini trek was removed without further incident. There were no adverse patient effects reported. Though requested, there was no additional information provided.